Event description:
The manufacturer representative (rep) reported that there was an implantable neurostimulator (ins) in the box message on the recharger. It was noted to be ins in shipping move and not recognizing valid programming. It was reviewed that if the patient had been using the antenna locate (al) feature, that in the box issue can occur during rapid button pressing when exiting feature. The rep was unsure of what the patient was doing prior to this message being seen on the recharger. It was reviewed that stimulation could still be turned on and off still and that the patient would get settings they were at when issue occurred. It was reviewed that the patient was unable to change settings at all and that the clinician programmer session would correct issue. It was also reviewed that if the issue was not related to the al use, the patient may need to be reprogrammed. The rep was redirected to health care professional (hcp) to have the ins further evaluated, the patient needed to have a clinician programmer session. The rep later reported that they just met with the patient and resolved the in the box issue by interrogating the ins with the clinician programmer. They confirmed that the in the box message was no longer showing on the patient programmer. It was not known if the patient had accidently gotten to the al screen to cause this issue, but to the rep's knowledge, the patient did not use the al intentionally as they had limited knowledge about the functioning of their spinal cord stimulator (scs) system. There were no symptoms reported. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.